Event description:
Primary tubing leaking and cracked in multiple places. Tubing was primed with dopamine. Registered nurse noticed that air was pulling into line multiple times and needed to be re-primed. Line required to be changed.